Event description:
Pt underwent retropubic radical prostatectomy on 4/15/96. A drain was placed on right side of main incision. Pt in md's office on 4/23/96 for removal of drain. On removal, the drain broke on the tubing portion of the drain less than 1cm from the wide drain portion itself. Pt had exploratory laparotomy, removal of defective drain on 4/23/96 under general anesthesia. No complications. Was 23-hr observation pt.